Event description:
Error 41. Device history record was reviewed, no event linked to the reported issue was observed. Multiple error 41 were found during the device history log review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. Tests were carried out (ocs, upstream pressure, connections check) and all were compliant with IFU specifications. The event could not be reproduced. The cause of the reported event remains unknown as no technical issue could be identified. Upstream pressure sensor was calibrated as a precaution.

Event description:
Error 41.